Manufacturer narrative:
Device evaluated by MFR.: a visual inspection of the wire found that the wire is kinked in the proximal section. The wire is also broken 322cm from the proximal section. The spring tip was not returned. The outer diameter of the proximal and mid sections of the wire were measured and found to meet specification. The distal section could not be measured due to the broken condition of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01220. It was reported that a rotawire distal tip fracture occurred. The 90% stenosed target lesion was located in the heavily calcified, moderately tortuous, 10mm in length left circumflex (lcx) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for an atherectomy procedure. During the procedure the physician noted that the rotalink¿ plus made a strange noise, subsequently it was noted that approximately 6cm of the distal tip of the rotawire¿ had broken off. The broken tip was retrieved by a cardiac surgeon. The patient underwent a CABG procedure to treat the lcx. The patient had no complications during the procedure and remained hemodynamically stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01220. It was reported that a rotawire distal tip fracture occurred. The 90% stenosed target lesion was located in the heavily calcified, moderately tortuous, 10mm in length left circumflex (lcx) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for an atherectomy procedure. During the procedure the physician noted that the rotalink¿ plus made a strange noise, subsequently it was noted that approximately 6cm of the distal tip of the rotawire¿ had broken off. The broken tip was retrieved by a cardiac surgeon. The patient underwent a CABG procedure to treat the lcx. The patient had no complications during the procedure and remained hemodynamically stable.